Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 427 mg/dl on their blood glucose meter. The consumer administered 14 units of insulin based on that result. The caregiver called 911 thinking the consumer was too high and when the emts arrived, they tested the consumer on their unk brand of a glucose meter getting a result of 236 mg/dl. The consumer was transported to the emergency room for observation and released several hours later. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The caregiver was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.